Manufacturer narrative:
This event was reported by the user facility to the food and drug administration, via medwatch form 3500a mwr# (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, the cutter device broke while drilling the skull bone. It was further reported that the device would not work and stopped. This event was reported from the facility on uf/importer report# (B)(4). It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.